Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the spin-lok male adapter. On (B)(6) 2014, the patient was admitted with a diagnosis of end stage renal disease and respiratory failure. On (B)(6) 2014, it was reported that the patient suffered an idiopathic left cerebral hemisphere stroke. The customer contact reported that the patient experienced blood pressure changes due to his condition. No specific details were provided. On an unspecified date, the plumset was connected to the patient's left subclavian vein central catheter. After an unspecified length of time, the y-type microbore extension tubing set was connected to the distal clave y-site of the plumset. On (B)(6) 2014, at an unspecified time, it was reported that the plumset and the y-type microbore extension tubing set were being used to deliver titrated doses of levophed 4mg/250ml and dopamine 400mg/250ml, 4mcg/kg/min, via plum pumps. No specific details were provided. At an unspecified time, the nurse noted that the distal tip of the spin-lok male adapter broke off and a piece remained lodged inside the distal clave y-site of the plumset. At this time, the nurse clamped the tubing set. It was reported that the nurse rapidly replaced the tubing sets, one at a time, to not lose the vasopressors that were being delivered and the therapies were resumed. It was reported that while the tubing sets were being replaced, there was no change in the patient's condition. The customer contact indicated that the patient's blood pressure was maintained through the night with no change in patient status. On an unspecified date, at noon, it was reported that the levophed had been discontinued. On (B)(6) 2014, the patient expired. No add'l info was provided.